Event description:
It was reported that the left ventricular lead fell out of the coronary sinus. The lead was explanted. During the replacement procedure, the lead would not turn around a bend in a branch of the coronary sinus. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however blood/body fluid (not obstructed) noted on distal conductor; full lead returned and analyzed. (B)(4): no anomalies found, however the outer insulation was breached cut, there was apparent explant damage, and blood/body fluid (not obstructed) noted on all conductors; full lead returned and analyzed.